Event description:
Per the clinic, the patient experienced drainage at the surgical site in (B)(6) 2025 (specific date not reported). Within two weeks, the skin overlying the magnet site has broken down and followed by the extrusion of the receiver/stimulator. Subsequently, the patient was treated with antibiotics (specific date, type and duration not reported). It was also reported that the patient underwent a skin revision surgery (specific date not reported) for wound repair. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin necrosis and infection at the implant site. The patient completed a course of oral antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.